Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a check your position alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed.. Based upon the information obtained from baxter's investigation, the root cause of the alarm was due to air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a check your position alarm that occurred on the homechoice (hc) unit during fill 1/5. The technical service representative (tsr) instructed the home patient (hp) to check the lines for fibrin or air. The hp stated that there were some large air bubbles in the patient line. The tsr advised the hp to start over with new supplies. No additional information is available at this time.